Manufacturer narrative:
The company rep examined the system and could not duplicate the reported problem. The company rep was able to verify the cassette priming and operation. The system was then tested and met all product specs. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported problems priming the cassette and that a "stop sign advisory" was displayed prior to surgery. Add'l info was received from the surgeon indicating that there had been difficulty changing settings prior to an earlier case. Several advisories were displayed and after tries they were able to override the messages. During the reported case (contrary to initial report that event occurred prior to surgery), while attempting to switch to a combined phaco pack, the system would not allow the switch. The power was recycled, but the system locked and would not shut down. The system was switched out to complete the case following a 30 minute delay. There was no pt impact reported.